Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in an adult female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test." On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added and updated patient demographics. Concomitant disease and laboratory data were added. Updated events and added lot number. On (B)(6) 2013 , she implanted essure. Added events headaches, nausea, fatigue, hair loss and essure confirmation test was not performed. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in an adult female patient who had essure (batch no. 50682328) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endosalpingiosis and abdominal pain. Concurrent conditions included dizziness, abdominal cramps and pelvic discomfort. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: the introducer was then gradually removed. 7 coils were visible in the endometrial cavity. The same was then done on the right side and 8 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnoses: a. Fallopian tubes, bilateral segmental resections: complete cross sections with lumina. No pathologic abnormality. B. Posterior cul-de-sac, biopsy: endosalpingiosis, negative for malignancy. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received- new reporter, lab data, medical history, removal details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine headaches"). The patient was treated with surgery (removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report